Manufacturer narrative:
Nothing is being returned for evaluation, which precludes conducting an evaluation, the exact device cannot be identified, and no lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There are no reported patient consequences and the fragment was able to be retrieved from the body. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "surgery was finished without further problems by using a new wire." They are not reporting any patient consequences. (Per correspondence: the device is a passing pin. It broke off in the body. The broken fragment was retrieved from the body. The "passing" pin cannot be identified).

Manufacturer narrative:
Nothing is being returned for evaluation, which precludes conducting an evaluation, the exact device cannot be identified, and no lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There are no reported patient consequences and the fragment was able to be retrieved from the body. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "k-wire broke. Surgery was finished without further problems by using a new wire." They are not reporting any patient consequences. (Per correspondence: a. The device is a passing pin. B. It broke off in the body. C. The broken fragment was retrieved from the body. D. The "passing" pin cannot be identified) this report is late due to the following; a) reported to mitek late, b) and the lack of determinable information supplied in the initial complaint to mitek; required follow-up attempts to make determination.

Manufacturer narrative:
Nothing is being returned for evaluation, which precludes conducting an evaluation, the exact device cannot be identified, and no lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There are no reported patient consequences and the fragment was able to be retrieved from the body. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "k-wire broke. Surgery was finished without further problems by using a new wire." They are not reporting any patient consequences. (Per correspondence: a. The device is a passing pin. B. It broke off in the body. C. The broken fragment was retrieved from the body. D. The "passing" pin cannot be identified).